Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387s-40, lot # v350439, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v350439, implanted: (B)(6) 2009, product type lead.

Event description:
A patient reported via a manufacture representative (rep) impedances were take pre-MRI. It was found there was an open circuit on electrode zero. It was reported c0=9,000 and c1, c2, c3 were greater than 10,000. There wereno symptoms reported. It was unclear if the patient&#62688;healthcare professional knew about the issue. It was reported the patient was not programmed to the zero electrode and did not affect therapy. It was noted the MRI was to check lead placement and the rep was unaware of any therapy complaints. Additional information from the rep reported there was an impedance check ran for trouble shooting. There has not been any action taken to resolve the open circuit. The rep noted a possible auto accident that occurred about a year ago, that could be the root cause by they are unsure. The open circuit has not been resolved. The rep noted high impedance on c <(>&<)> 0, 0 <(>&<)> 1, 0 <(>&<)> 2, and 0 <(>&<)> 3. The patient is implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.